Event description:
This report addresses the air in patient line. The customer contacted baxter's technical service center to report a low drain volume(ldv) found on the home choice (hc) device during use during initial drain. The care giver (cg) stated that the drain volume(dv) was 2ml and the last fill volume (lfv) was 200ml. The cg stated that there was air in patient line. The baxter technical representative (tsr) advised the cg to end therapy and state over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm during the initial drain stage was confirmed. The cause was determined to be air present in the patient line. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.